Event description:
This case was reported by a consumer and described the occurrence of accidental ingestion in a (B)(6) male pt who received triple salt dental adhesive powder (B)(4) (ultra poligrip powder) for an unk drug indication. A physician or other health care professional has not verified this report. No concurrent medication was received. On (B)(6) 2008, the pt started triple salt dental adhesive powder (B)(4). On (B)(6) 2008, the pt accidentally ingested some of the product during application. Subsequently, the pt experienced problems breathing and presented to the hospital. After performing numerous tests (including lung function tests), it was discovered that triple salt dental adhesive powder (B)(4) was present in the pt's lungs and the left lung was congested. The pt continued to experience difficulty breathing in addition to a constant elevated heart rate. The pt was hospitalised for 3 days. Treatment with triple salt dental adhesive powder (B)(4) was discontinued. At the time of reporting, the events were unresolved. Manufacturer's comment: the manufacturer report number...

Manufacturer narrative:
(B)(6).